Manufacturer narrative:
To date the customer has not yet been able to provide the product ID or lot number. As a result, the UDI could not be identified. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The patient's father reported that they used a feed only giving set with an unknown product ID and lot number and noticed a few air bubbles in the tubing. The patient did not experience any reactions.